Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs052/053/054/055 sleep) issue. It was reported that the pump emitted a cs 052 call service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box showed evidence of cs-052 alarms. During testing, the pump successfully completed the ez-prime steps and 24 hour duration test with no call service alarms being emitted. The pump case was opened and there was evidence of internal moisture was observed on the pcb and internal components. The call service alarm issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.